Event description:
It was reported that following an angiogram, an angio-seal was deployed. The pre-insertion angiogram revealed that the artery was greater than 4 mm with some atherosclerosis but not totally visible. At the time of angio-seal deployment, hemostasis was not achieved. The pt was bleeding and hemostasis was eventually achieved. Twenty-four hours later, the pt came back to the hosp with numbness sensation and bypass surgery was performed. The pt came back approx seventy-two hours later with total loss of sensation, and the leg was amputated.

Manufacturer narrative:
No components were returned for analysis and review of the history device record was not possible since the lot number was unavailable. Based on the info provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) state that bleeding at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio-seal instruction for use (IFU) state should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.